Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced leakage. The following information was provided by the initial reporter: the preparation product contained in the syringe exits through the plunger. Proven consequences : loss of part of the product no consequences for the patient or medical staff. No change in treatment, no medical intervention. No contact with dangerous substance. The device containted nutryel + cernevit.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-16 . H6: investigation summary a device history record review was completed for provided lot number 2011248. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, two syringe samples were returned for evaluation by our quality engineer team. Through examination of the samples, leakage was observed past the plunger rod. Through magnified inspection, damage was observed to the plunger rod lip component. Based on the investigation results, it is most likely that this incident resulted from damage to the plunger lip component. This type of damage can result from the handling of the product through the manufacturing process or during the assembly process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced leakage. The following information was provided by the initial reporter: the preparation product contained in the syringe exits through the plunger. Proven consequences : loss of part of the product no consequences for the patient or medical staff. No change in treatment, no medical intervention. No contact with dangerous substance. The device containted nutryel + cernevit.